Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the angle attachment device had become unusually warm. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the gears of the attachment device were damaged, the locking components were damaged, and the bearings were damaged. It was noted that the lock was blocked, the connection to the drive was defective. (Gear broken), the bearings were worn (rust), and the coupling sleeve and gear were rusted. It was further determined that the device failed pretest for thimble lock operation, and cutter insertion. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to wear from normal use over time and improper maintenance, which is user error/misuse/abuse. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.